Manufacturer narrative:
The complaint device was returned for analysis. A visual examination found that the stent was fully mounted. A circumferential break was noted in the outer sheath 16mm distal to the shrink tubing. The distal wires were severely damaged. A stent wire was protruding distally past the distal end of the outer sheath. It was possible to retract the outer sheath by hand and deploy the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4)/2009. It was reported that during a carotid stenting treatment procedure, a cracked outer sheath occurred. The physician was attempting to treat an 80% stenosed "critical" lesion located in the non-tortuous and non-calcified right carotid artery with a 6.0x22mm carotid wallstent. The lesion was not pre-dilated. The carotid wallstent delivery system (sds) was advanced to the lesion and an attempt to deploy the stent was made. As the stent was being deployed, resistance was felt, and a crack in the outer sheath was noted. The stent was able to be re-sheathed and the sds was withdrawn from the pt intact without complications. The procedure was completed with another 6.0x22mm carotid wallstent. There were no reported pt complications. The pt's status is listed as "stable". However, returned product analysis revealed stent damage.